Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips had incomplete closure. Another device was used to complete the procedure. There was no patient consequence.